Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of angioedema or extreme edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine in the lips and oral commissures. Later that evening, the patient experienced ¿tremendous edema (angioedema)¿ in the lips into the next morning. Healthcare professional is not certain if the patient experienced angioedema or extreme edema. Patient was treated with prednisone, benadryl and zantac. Symptoms resolved 3 days after onset.